Manufacturer narrative:
Correction: analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13590. It was reported that during a follow up in clinic, the atrial and left ventricular lead were found to be dislodged. The atrial lead had high impedance and noise. The left ventricular lead had high capture threshold. The leads were both explanted and replaced. The patient was stable.